Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he had a back surgery fusion done in (B)(6) 2017 and his therapy wasn't working since (B)(6) 2017. The patient reported that it wasn't stimulating in the right area in the lumbar spine. The patient was feeling stimulation in the butt cheeks and legs. It was confirmed that the back surgery was unrelated to the device. The patient was requesting a manufacturer representative (rep) for reprogramming. No further complications were reported.